Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had calibration error. The customer¿s blood glucose was 70 mg/dl and the sensor glucose was 59 mg/dl. Two hours later the blood glucose level went down to 53 mg/dl. Customer treated the low reading with food. Customer declined troubleshooting for calibration not accepted alert and low blood glucose. The customer will not return the sensor nor the insulin pump for analysis.